Manufacturer narrative:
Additional information: product analysis: visually confirmed instrument tip sheared off approximately ~45 mm from the tip. Microscopic examination of the fracture surface reveals a quasi-brittle angulated fracture with circular material flow indicative of torsional overload. Tip thickness and material hardness found to be within print specification. The above observations are consistent with torsional overload, resulting in the foregoing event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: degenerative disc disease, spinal stenosis. For which, patient underwent oblique lumbar inter-body fusion at levels l5-s1. Intra-op, distal tip of the shaver broke off. Surgeon was shaving the disc space from the oblique lateral approach, and the shaver sheared due to the pressure placed on it from the tight disc space (because the pedicle screws did not allow the joint to be mobilized). There were no issues caused because of this. The broken portion was pulled out of the patient, and a cage was still implanted. Surgeon did not have any complaints or concerns. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.